Event description:
It was reported that when using the pyxis medstation es system, there had a delay in logging in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a login issue. A technical support specialist updated the domain name system (dns) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.